Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 409 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, device passed the self test. Customer declined to perform the high pressure test. Customer wanted the device replaced. Customer agreed to return the device for analysis.